Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 33mm epic plus mitral valve was successfully implanted in a patient. Prior to procedure it's noted that patient was taking acetylsalicylic acid. The patient was administered 40,000 ie of heparin for procedure. The patient had a minimum activated clotting time (act) level of 158 seconds and a maximum act level of 576 seconds. There was no difficulty implanting the device, such as multiple manipulations. The patient was administered 350 mg of protamine. On (B)(6) 2024, it was noted via echocardiogram that the patient developed an 8mm anterolateral pericardial effusion. No cardiac tamponade was present. It's noted that the patient was on 3000 ie of mono-embolex at the time the pericardial effusion was discovered. There was no intervention performed or planned. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
The device was not returned for analysis. An event for patient effects of pericardial effusion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion could not be determined. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.